Event description:
It was reported to philips that intermittent geo movement restriction and positioning failure occurred on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service issued a quotation to the customer and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).